Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(6) adverse event reporting. (B)(4). 10 testing of actual/suspected device. The customer owned endoscope was received by pentax medical for evaluation on 14-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: fluid invasion in pve connector, pve electrical connector frame has severe corrossion, passed dry leak test, endoscope failed electrical safety test - plct, passed wet leak test, image blackout, customer complaint confirmed, pve connector housing scratched, ccd driver circuit board failure, control body grip scratched. The device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy, air/water supply tube lg, jet supply tube lg. The endoscope is awaiting repair and approved by final qc as of 07-jan-2021. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. A device history record(DHR) review for model ec34-i10l, serial number a110880 was previously performed by the manufacturer on 11-oct-2021. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 30-nov-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 30-nov-2016. Investigation is in-progress. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the (B)(6). The customer reported no video image involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The issue was observed in the operating room, prior to use. There was no report of patient injury. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: the cause is that the cable breaks due to repeated use. The device has been repaired.